Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer cannot clear the alarm. Customer was advised that a replacement pump will be sent to them. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the keypad traces. No button error alarm was noted during testing. The displacement test could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube.